Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 343 mg/dl. Customer treated with manual injection. Troubleshooting was done. Customer stated that the insulin squirting out during manual prime. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The unit was received without belt clip. Unable to verify damage to the belt clip.